Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the implantable cardioverter defibrillator(ICD) delivered an inappropriate shock due to over-sensed noise and inappropriate magnet response. The patient will further be monitored. The patient condition was stable.